Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp fell out of the clevis, and it was returned with the instrument. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2013, we received a user facility medwatch from the FDA with the following information: '8mm cardiere forceps instrument broke during use. Wire at pulley system frayed and exposed.'

Event description:
It was reported that during a davinci s surgical procedure, the customer reported that the pulley broke on the cadiere forceps instrument. No patient harm, adverse outcome or injury was reported.